Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the bundled implant cover screw fractured. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One nanotite tm tapered certain® prevail® implant 5/4 x 11.5mm (niitp5411) was not returned to palm beach gardens. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. The reported device was located on tooth # 12 and was used for approximately 10 years. The customer did not provide any pictures or x-rays. The DHR was not available electronically for the subject lot number (818954) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was performed for the reported lot number (818954) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non verifiable as no objective evidence was provided towards the reported event. H3 other text: no product returned.

Event description:
No further event information is available at the time of this report.